Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 533 mg/dl which was treated with the insulin pump. The customer¿s other blood glucose level was 495 mg/dl. The customer experienced vomiting. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer did not alleges the insulin pump was under delivering. The automode was not active. The displacement test was performed and it was pass. The device will be returned for the analysis.